Event description:
It was reported that during a da vinci assisted roux-en-y procedure, a sureform 60 stapler instrument fired a sureform 60 blue reload on the stomach, but did not apply staples and the stomach tissue was cut open. It was reported that the stapler worked before and after this event without issues. The indication for the procedure was weight regain in morbid obesity (obesity grade iii). The complication occurred during resizing of the gastric pouch, while firing the fourth stapler reload of the procedure. The affected staple line resulted in about 200ml of blood loss. The surgeon sutured the staple line with stratafix to resolve the complication and continue the procedure. No additional tissue was taken due to this event. This event resulted in a delay, instar-operative gastroscopy, and extended inpatient monitoring. The patient did not experience any post-operative complications and their treatment plan was not changed due to this event. The patient was reported to be doing well. The surgeon was not able to state what caused this event, it was added that there was no error message or notification from the da vinci system when this event occurred.

Manufacturer narrative:
The sureform 60 blue reload accessory used during this event has not been received for failure analysis investigation. The stapler logs for this procedure were reviewed. The logs show the surefom 60 stapler instrument used during this procedure was installed on the system 10 times and fired 10 surefom 60 reloads (9 blue, followed by 1 white). On install 7, the first clamp was successful, but was followed by a firing failure.